Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of side car-rx pushback. A visual examination of the returned device found the basket to be fully retracted, the coil assembly was buckled in multiple areas and the side car-rx presented pushback out of specification. The full length of the side car rx was damaged. A functional evaluation was performed by extending and retracting the basket. Some resistance was noted due to heavy residue inside the device. The basket wires were bent and not evenly spaced. The evaluation found the complaint device was consistent with the reported event of basket wouldn't open and sheath kinked. Further evaluation revealed the side car ¿rx presented pushback. It is possible that the basket was too small for the stone, which could have caused the buckled and damaged sheath. The sheath and coil damage most likely caused the difficulty when opening the basket. Additionally, the customer stated they ¿suspected that excess force was applied.¿ therefore, ¿operational context¿ is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the bile duct during a stone removal procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician performed endoscopic sphincterotomy and found several stones which are about 15mm. The physician used a lithotripter basket and successfully removed the first stone. The physician reinserted the device back into the bile duct and upon attempting to capture another stone, the basket failed to open due to severe resistance. The procedure was completed with a different device. Additionally, post procedure, the lithotripter device was inspected and found the sheath kinked. Reportedly, the customer ¿suspected that excess force was applied to get the target lesion because of several stones, and resulted in kinking of the shaft.¿ there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: side car-rx push back.